Manufacturer narrative:
Field service engineer (fse) went on site, investigated and checked the system for proper operation per service checklist (B)(4). There was no reported issue with table movement. System was returned to full service by the customer.

Event description:
Customer reports via phone during a urology procedure, the table movement failed. Staff completed the procedure using the system override button to move the table. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.